Event description:
It was reported that an hour after the implant, the patient couldn¿t walk and couldn¿t turn her stimulator off. Weakness was also noted and MRI guidelines were emergently requested. Follow up information indicated that the lead and the device were removed the same day due to the gait dysfunction. As of (B)(6) 2015, the patient was back to baseline and was ambulating as she did prior to the placement of the device.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).